Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support, there was oozing from the impella surgical site, and heparin was withheld from the purge to manage the complication. A hematoma was noted at the access site and right arm of the patient. A surgical repair was required, and four units of packed red blood cells were transfused. Also, in the operating room while performing a surgical site washout, a stitch was identified on the graft. The anastomosis was found to be leaking and was repaired. It was recommended that the impella pump speed be decreased to reduce hemolysis. The patient remained on support and weaning was successful.